Event description:
A malfunction occurred with the customer's pump, identified by malfunction code malf 0, and it was reported that the fault persisted even after a reset was attempted with guidance from technical support. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, instructed the customer to use multiple daily injections (mdi) as a backup insulin therapy, and confirmed the shipping details. The customer was informed about the replacement process and return procedures for the faulty pump.